Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head breaks off [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on 10-feb-2017 that he bought 40 oral-b power oral care refills precision clean, and they last a maximum of 3 weeks before the brush head breaks off or the brush head no longer works at all. He reported he had used oral-b for 12 years, and never had this problem before. No symptoms developed.